Manufacturer narrative:
Result: the catheter is fractured approximately 0.5 cm from the hub underneath the hypo-tube. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the technician opened the packaging to the 5maxace and noticed the end was cracked. Evaluation of the returned catheter confirmed a fracture approximately 0.5 cm from the hub. The cause of this issue may have been that the catheter was removed from the packaging hoop at an angle and force applied on the hub, causing the catheter to kink and separate at in the spiral strain relief. Improper handling during removal of the device from the packaging may result in damage such as this. Devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When the 5max ace was opened, the technologist noticed the end was cracked. The technologist thought the catheter was bent from shipping. A new catheter was used to complete the procedure without any reported adverse effect on the patient.